Event description:
A pump replacement was reported. It was stated that the patient was not getting adequate pain relief. Patient outcome was reported as recovered without sequelae. Drug(s) delivered via the device were not reported. Device was returned for disposal only.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Returned for analysis were two catheters. A pin connector and distal segment of catheter serial # (B)(4) were received and analysis revealed a partial dried drug or blood occlusion that could be broken loose, with no other significant anomalies. The second catheter with unk serial number was received along with its sc assembly, pin connector and proximal segment. It had a non-significant dent in the sc cup that per analysis did not affect infusion; no other significant anomalies were noted. Pump had saline in it.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model: unk, serial # unk, implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.